Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed because this complaint was based on an article, and no device/lot information was provided. Based on available information, causes for the reported mitral regurgitation (mr), and heart failure could not be determined. Additionally, the reported patient effects of mr and heart failure are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalizations are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Dates estimated the UDI number is ¿ni¿ as the catalog number was not provided. The additional patient effects reported in the article are captured under separate medwatch reports. Literature attachment: article titled "3d echo characterization of proportionate and disproportionate functional mitral regurgitation before and after percutaneous mitral valve repair".

Event description:
This is being filed to report that in a research study where patients had undergone mitraclip procedures, at 6 month follow-up recurrent mr was reported and at 12 month follow-up rehospitalization due to heart failure was reported. This was a study of 56 patients assessing 3d echocardiography valve characteristics of proportionate (p-mr) and disproportionate functional mitral regurgitation (d-mr) before and after percutaneous mitral valve repair (pmvr) with mitraclip. A new conceptual framework classifying functional mitral regurgitation (fmr) as p-mr and d-mr was proposed, according to the effective regurgitant orifice area/left ventricular end-diastolic volume (eroa/lvedv) ratio. The aim on this study was to assess its possible influence on pmvr efficacy. Echocardiographic follow-up was performed after 6 months, and adverse events were collected after 12 months. Complications identified were at 6 months, p-mr patients showed a higher rate of mr recurrence and after 12 months, a higher rate of cardiovascular death and rehospitalization due to heart failure. The study concluded that patients with p-mr seem to have worse outcomes after pvmr than d-mr patients. Additionally, the study describes the importance of the eroa/lvedv ratio in defining different subsets of fmr. Specific patient information is documented as unknown. Details are listed in the attached article, titled 3d echo characterization of proportionate and disproportionate functional mitral regurgitation before and after percutaneous mitral valve repair.